Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they experienced a high blood glucose level of 555 mg/dl due to bent cannula. The customer had issues in the past with the reservoir having kinked parts. The customer also mentioned having blood on site. The customer declined troubleshooting for the blood on site. The customer did not mention how they treated their high blood glucose. The customer was sent a replacement for their infusion set. The device will not return for analysis.